Event description:
It was reported that the external pulse generator (epg) could not pass the pacing continuation test. The device was tested and stayed operating for seven seconds. Technical support (ts) noted that the device should be obsolete and was no longer supported. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).